Event description:
It was reported that, the 4th layer of a profore 18-25cm ankle circ. Case 8 is very hard to pull out and to roll on patients¿ legs. The adhesiveness of 4th layer is very tight. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. There was no obvious visual issue, however, the functional evaluation confirmed the profore layer 4 was difficult to unwind. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. A review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.